Event description:
Augmented 21 yrs ago with double lumen implants in submuscular position. Pt did well until recently when she noticed decreased size on right. Pt underwent bil implant removal and capsulectomies and bil mastopexy.